Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the device was broken off. As this event occurred during the service evaluation process at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tip of the device was broken off. As this event occurred during the service evaluation process at the user facility, there was no patient involvement and no delay to a surgical procedure.